Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The vacuum pump was replaced to resolve the reported haze/mist/vapor issue. Unit meets specifications and was returned to service on 05/19/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "haze/mist/vapor" emitting from the sterrad® 100s sterilizer while running a cycle. There is no report of any injuries or human reactions. The customer shut down the unit and evacuated the area until the mist went away. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The vacuum pump stopped during the test cycle due to excessive mist/vapor and smoke. The reason for return of the vacuum pump was confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.